Manufacturer narrative:
Final analysis found no output or telemetry due to a high current drain, which depleted the battery. The high current drain was caused by a discrepant integrated circuit.

Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a cell impe dance of 8600 ohms and magnet rate of 85.0 ppm.